Event description:
Caller alleged imprecision between inratio2 and inratio1 meter. Results as follows: date: (B)(6) 2011, inr: >7.5 (inratio2), 1.8 (inratio1). Patient's therapeutic range: 2.0-3.0 inr. Last month, patient's inr was 2.0 (tested on the inratio 1 meter).

Manufacturer narrative:
Investigation pending.